Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation.ant. (B)(4).

Event description:
Limited information was reported. A physician performed a novasure endometrial ablation (exact date unknown) and the patient returned to the hospital with a "fill thickness bowl burn". We have been unable to obtain additional information surrounding this event.

Event description:
It was reported on (B)(6) 2017 the physician performed a laparoscopy to confirm thermal injury of the "ileum". The physician then performed a "resection of the small bowel". There were no bowel or uterine perforations. No additional information has been obtained.